Manufacturer narrative:
Device analysis report is attached. This report is submitted on september 25, 2021.

Manufacturer narrative:
This report is submitted on august 30, 2021.

Event description:
Per the clinic, the patient developed an infection subsequent to sustaining impact/trauma to the implant site. The patient was treated with antibiotics (type not reported), and the device was explanted on (B)(6) 2021, and the patient was reimplanted with a new device during the same surgery.